Event description:
During placement, the tip of the catheter broke off and was loose within the patient.

Manufacturer narrative:
Lot history record review: the lot history was reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would contribute to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following observed: the catheter was returned in two pieces. There is a tear in the catheter 8cm from the hub-it has been stated in the complaint form that the physician cut the proximal end of the catheter during removal. There is a jagged tear in the catheter that is 5cm in length and is located 20cm from the hub. The catheter is broken 30cm from the hub and is a jagged break. The second piece is 4cm in length with a jagged edge at the break. The drill holes appear torn up, out of shape. Conclusion: the complaint investigation has been confirmed during the visual inspection of the complaint sample. Although the complaint form does not indicate if alcohol was used or not, the condition of the catheter material indicates that the cause of the complaint appears to be user error due to the use of alcohol. When the catheter is exposed to alcohol it will become softer and more prone to breaking up, as was seen in the returned sample. During a review of the lot history records it was observed that the manufactured lot met all specifications and quality requirements. The catheter packaging label and the instructions for use both state: do not use this catheter with alcohol. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.